Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV with pain. It was additionally reported ¿calcification of left breast¿, ¿extra capsular calcification¿, ¿capsule was very calcified¿, and ¿calcium milk came out from an opening of the capsule¿. The device has been explanted.